Manufacturer narrative:
Concomitant medical products: product ID: 8780, (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, (B)(4), ubd: (B)(6) 2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on (B)(6) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the pump was removed on (B)(6) 2019 due to infection. Everything was removed including the catheter. The event date was unknown and no further complications were reported or anticipated.